Event description:
It was reported that the patient presented remotely via remote transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise. No programming changes were made. No patient consequences was reported.